Manufacturer narrative:
Concomitant medical products: 5071-53 lead, implanted: (B)(6) 2015, 5071-35 lead, g151 ICD, implanted: (B)(6) 2015. Additional products: controller 2.0, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was found with both power sources disconnected from the controller. The caregiver felt that the patient intentionally disconnected the power sources.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0, controller 2.0/ (B)(4)/ model #: 1420/ catalog #: 1420/ expiration date: 2018-11-30, UDI #: (B)(4). Device evaluation anticipated, but not yet begun; mfg date: 2017-11-30. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found at home with no power on the controller. It was noted that the controller was connected to an ac adapter and a battery with 25% remaining capacity. It was further reported that the controller powered down and regained power two days later. It is unclear if the patient exchanged to a backup controller during this interim. It was also noted that there was a different battery in use and several ventricular assist device (vad) disconnect alarms after the controller was powered back on. It was further reported that the patient expired.

Manufacturer narrative:
Product event summary: the hvad pump and the controller were not returned for evaluation. Log file analysis revealed a controller power up event on 06oct2018 at 11:15:16, indicating a loss of power to the controller. The data point prior to the loss of power revealed that a battery was connected to power port one (1) with 25% relative state of charge (rsoc) and an active power adapter was connected to power port two (2). The data point recorded after the loss of power revealed that no power source was connected to power port (1) and a different battery was connected to power port two (2). The controller was without power for 1 day, 13 hours, 53 minutes and 14 seconds. An additional controller power up event and two (2) vad disconnect alarms, indicative of physical disconnections of the driveline from the controller, were logged on 06oct2018, likely during troubleshooting after the patient was found. As a result, the reported event was confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources from the controller as described in the event details. The most likely root cause of the vad disconnect alarms may be attributed to physical disconnections of the driveline from the controller. An internal investigation was initiated to capture events involving the controller losing power. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: controller 2.0/ con316346. Device evaluated by MFR?: yes. FDA method code(s): 4112, 4114. FDA results code(s): 213. FDA conclusion code(s): 19. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the hvad pump and the controller were not returned for evaluation. Log file analysis revealed a controller power up event on (B)(6) 2018 at 11:15:16, indicating a loss of power to the controller. The data point prior to the loss of power revealed that (B)(4) was connected to power port one with 25% relative state of charge (rsoc) and an active power adapter was connected to power port two. The controller was without power for 1 day, 13 hours, 53 minutes and 14 seconds. An additional controller power up event and two vad disconnect alarms, indicative of physical disconnections of the driveline from the controller, were logged on (B)(6) 2018, likely during troubleshooting after the patient was found. As a result, the reported event was confirmed. The most likely root cause of the vad disconnect alarms may be attributed to physical disconnections of the driveline from the controller. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources from the controller as described in the event details. An internal investigation was initiated to capture events involving the controller losing power. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.